Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient has been having problems with the insulin pump and has had a morning blood glucose over 500 mg/dl for the last few days. Patient does not believe the right amount of insulin is pumping out correctly for the amount of carbohydrates being consumed. Patient was unable to troubleshoot. This complaint is being reported due to the allegation that inaccurate insulin delivery resulted in the patient's hyperglycemia.